Manufacturer narrative:
The investigation of optical signal issue has been completed. No product or data logs were returned for evaluation. Clinical details noted that shortly after pump was inserted and started, placement signal and lv waveforms were not reliable and giving inaccurate numbers. The root cause of the optical signal issue could not be definitively determined as no product or data logs were returned for analysis.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The pump was explanted and replaced in under a half an hour due to sensor failure, that may have taken place with pump insertion. The team replaced the pump and support was continued. There was no patient harm.